Event description:
A (B)(6) advia centaur xp hcv result was obtained by the customer and considered discordant when compared to the initial test result and another (B)(6) test method. There was no report of adverse health consequences due to the discordant advia centaur hcv result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and found contamination of the facility water system that may be a contributing cause of discordant (B)(6) result. The IFU states in the interpretation of results section: "samples with a calculated value greater than or equal to 1.00 index value are considered reactive for igg antibodies to hcv. It is recommended that the sample be repeated in duplicate. If 2 of the 3 sample results are less than 0.80 index value, the sample is considered nonreactive. If 2 of the 3 sample results are greater than or equal to 1.00 index value, the sample is considered reactive and supplemental testing of the sample is recommended. If 2 of the 3 sample results are greater than or equal to 0.80 index value and less than 1.00 index value, supplemental testing of the sample is recommended."